Event description:
It was reported there was a speaker malfunction. Possible replacement of the mainboard may be necessary. The device was not in use at the time of event. No adverse event has occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the sound coming from the unit was distorted and there was a speaker inoperative message present. After the speaker assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. Based on the information provided the device changed from: intellivue fmx-4 de61615853 to: intellivue mx750 patient monitor de71315684.

Event description:
It was reported there was a speaker malfunction. It has been confirmed through good faith efforts, there was sound coming from the unit and it was distorted. The device was not in use at the time of event. No adverse event has occurred.